Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable not available - implanted. Initial reporter is j&j company representative. (B)(4). Device history lot: manufacturing location: (B)(4), manufacturing date: 26-jul-2019, expiration date: 01-jul-2029, part number: 04.037.925s, 9mm/125 deg ti cann tfna 340mm/left- sterile, lot number: 13l0155 (sterile), lot quantity: 4. Two pieces were scrapped in cell at op #30, gundrill, as set-up failures. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final ns071265 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16488 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿cut-out occurred¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null, device history review 21-may-2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with tfna implants in question for trochanteric femur fracture. After the surgery, on unknown date, cut-out occurred. On (B)(6), the surgeon reported the sales rep about it. Details are pending clarification. After obtaining more information, the sales rep will make a follow-up report. No further information is available. This report is for one (1) 9mm/125 deg ti cann tfna 340mm/left - sterile. This report is 1 of 5 for (B)(4).